Event description:
Obese stroke patient was found with part of his torso and legs on the floor after having slid through the bed rails. Air on sides of bed may compress allowing the patient to slide into side rails. The mattress and cover also are slippery which may further cause the patient to slide and become further entrapped. Side rails may be too far from mattress such that when mattress compresses, the patient may slide into that gap. The separation of each bed rail appears to be at a location where a patient could potentially slide between the rails. Mattress when fully inflated is very high making it difficult to provide cares and concern with rails not being higher. Side rail difficult to disengage when patient pressed up against it.